Event description:
It was reported that during the stent deployment procedure, the device allegedly failed to expand. It was further reported that the physician had to tear stent shaft apart and push inner catheter forward to release stent. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The condition of the returned delivery system confirmed an expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found with heavy imprints, and superficial deformation which indicated that the stent adhered to the stent brake during deployment. Image provided of the stent inside vessel with hourglass like deformation in the area of the silicone brake further confirmed that the stent was adhering to the stent brake, which leads to a confirmed result for expansion issue. A small pet shrink tube used over a force transmitting joint was missing, the disposition was not known. The detachment of the shrink tube was considered as not related to the reported expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4(expiry date: 10/2022),g3,h6(device). H11: h6(method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during the stent deployment procedure, the device allegedly failed to expand. It was further reported that the physician had to tear stent shaft apart and push inner catheter forward to release stent. There was no reported patient injury.